Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a dented case.

Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. It was reported that the insulin pump of the customer had crack on the reservoir compartment. The customer reported that the reservoir compartment of the insulin pump was missing a piece by the rim. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).